Manufacturer narrative:
H3: lens returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Premarket identification: this product is not marketed in the us. Adverse event problem: work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2, -7.50/1.00/114 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (od) on (B)(6) 2021. The lens was explanted, incision enlargement and additional sutures were performed due to excessive vault on (B)(6) 2021. Cause of the event is reported as device. Reportedly, there are plans to implant a smaller lens.